Manufacturer narrative:
A review of tickets determined that there is normal complaint activity for lot 04611be00. The tracking and trending report review determined that there are no related trends identified. Sensitivity testing was performed with a retained kit of lot 04611be00 and a positive control. All results met specifications and no false non-reactive results were obtained. Two samples were returned for evaluation and were tested with two retained kits of lots 04611be00 and 05140be00, recomline treponema igm, recomline treponema igg and innolia syphilis score. Sid (B)(6) generated 1.01 s/co (04611be00); 0.39 s/co (05140be00) - retesting in duplicate for the 1.01 result could not be performed due to insufficient sample volume; recomline treponema igm, recomline treponema igg and innolia syphilis score = negative for all, no bands present - conclusion this sample is negative for syphilis antibodies. Sid (B)(6) generated 0.80 s/co (04611be00); 1.42 s/co (05140be00), retesting in duplicate for the 1.42 result could not be performed due to insufficient sample volume; recomline treponema igm, recomline treponema igg and innolia syphilis score - conclusion: although the final interpretation is negative, the sample showed a reactivity for tpn47 (+/-) with the innolia syphilis score assay. Inconsistent results were obtained at abbott and at the customer for this sample. The three immunoblot assays were performed on this sample, and all resulted negative; indicating the lack of antibodies to syphilis in the sample. However, the previously known history of positivity, and the (+/-) reactivity for tpn47 makes interpretation of results difficult. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity s syphilis reagent, lot 04611be00. Correction to h6 device code from 2458 to 1225.

Event description:
Additional patient information provided: on 27feb2020 sid(B)(6) = 0.82s/co / retest = 0.65s/co (</1.00s/co = nonreactive) / tmpa igg = 1.374 / tmpa igm=0.245. There was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid(B)(6) additional information in section b. 5. Describe event. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Patient information, 1. Patient identifier=(B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues. This report is being filed on an international product, list number 6p09 that has a similar product distributed in the us, list number 8d06.

Event description:
The customer reported (B)(6) alinity (B)(6) results on one donor. The results provided were: (B)(6) 2020 (B)(6). Historic results on this patient (B)(6) 2019 = (B)(6).. There was no reported impact to donor management.